Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was difficult to read. The blood glucose level of the customer was unknown. The customer stated that the insulin pump had scratches on the screen and the customer had to tilt the screen to see. The insulin pump also received random no delivery alerts. Troubleshooting was not performed and the device will not return for analysis.